Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at implant, although magnet tones were present. The ICD was not implanted.